Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy procedure (date unknown). According to the complainant, the peg tube had a kink and was blocked. Attempts to obtain additional information regarding the patient's condition have been unsuccessful to date. Should additional relevant details become available, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.